Manufacturer narrative:
Concomitant medical devices: model: addrl1, ipg; implanted: (B)(6) 2013.

Event description:
It was reported that the patients right atrial (ra) lead triggered a lead warning. The lead measured high thresholds and exhibited low impedance levels. Unexpected longevity was also noted with the patients implantable pulse generator (ipg). The current estimated longevity is "only" 1-2 years with the device being implanted less than three years. The device remains in use. The lead was reprogrammed to a unipolar configuration, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was further reported that the patients right ventricular (rv) lead was confirmed with a fracture. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.